Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on her 35-month-old daughter who was showing signs of being sick. The device allegedly gave a reading of 97°f, and a fever of 102.1°f was later confirmed by a doctor. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.